Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced an event where the infusion set tubing was bent on (B)(6) 2025 leading to pain at site. No further information was available.